Event description:
It was reported that pump issued cartridge alarm during load process and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider regarding backup insulin therapy, and Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.